Event description:
Patient was set for an infusion of nitroglycerin with a sigma 8000 infusion pump at a rate of 24 ml/hr. One hour after infusion was started entire 200 ml bottle was found empty. Patient required no medical intervention and all vital signs remained normal. User facility has had other reports of problems with vented IV sets, such as the one used in this incident, leaking from the vent but no evidence of leaking was noted in this incident. IV set involved in incident is to be returned to manufacturer by user facility for evaluation.